Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited premature battery depletion. No intervention was performed. The patient's heatlh status was unknown.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. Based on review of the device diagnostics, premature depletion could be corroborated, however the cause was unable to be determined.